Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not open when deployed. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned separate from the loading device. The tension spring assembly was inside the deployment tube and the seal was extending out of the tube. The seal was intact. The green slide lock and the white plunger were depressed on the delivery device. The device was very bloody. Based upon the received condition of the device, the reported complaint "seal did not open when deployed" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).